Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis, with a blood glucose of 1140 mg/dl. The customer stated that prior to the event, he had a heart issue that resulted from the diabetic ketoacidosis and that he had been having high blood glucose levels for the past week. Furthermore, the customer stated that he had already been hospitalized before within the last three months before the event. The customer also stated that he last changed his infusion set the night before the event and that he uses a quick-set infusion set. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.